Event description:
Lead dislodged and was explanted and replaced. Physician stated there was not enough slack for the ra lead. Decided to use tined ra lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 8 cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. The analysis showed a bent distal end, a deformed outer conductor coil 25 cm proximal to the lead tip and further cuts into the insulation 17 cm proximal to the lead tip. These damages most likely resulted from the surgery. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.